Event description:
Related manufacturer reference number: 1627487-2020-23434. Additional information indicates the patient underwent surgical intervention on (B)(6) 2020 during which the ipg was explanted. During the procedure, stimulation still could not be delivered to the patient intra-operatively. No new products were implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-09253. It was reported that the patient experienced low impedance and ineffective stimulation. The patient received an error on the patient programming indicating low impedance on one or both of his leads. X-rays were taken and no migration was noted, however when the field representative was programming, the patient did not feel paresthesia. Due to this issue and another issue regarding high impedance (related manufacturer reference number: 1627487-2019-09254, 1627487-2019-09255), the patient may undergo surgical intervention.